Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Correction: operator of the device: unknown.

Event description:
It was reported the device had no audible alarm. No patient injury was reported.

Manufacturer narrative:
Other text: h6 health effects and evaluation codes: updated. Device evaluation: one device was returned for investigation. Upon visual inspection the device was noted to have front panel damage and a small knob cracked. Functional testing confirmed the customer complaint. A faulty speaker was determined to the cause of the issue. The root cause of the damaged speaker was listed as possible dropping of the device. No previous service history was found. A manufacturing device history report (DHR) review was not relevant due to age of device. Actions taken: replaced MRI battery, sintered filter, and o rings for the preventative maintenance (pm). Reshaped front panel. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed pm, cleaned unit and affixed new service label. Device passed functional testing after repairs.